Event description:
It was reported that an unspecified number of bd® flu+ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: residue sitting in syringe. When you pull the plunger back than forward it leaves a mark on the bottom of the syringe not where the medication sits. Initially it looks like scratches however this moves with the plunger making it appear to be more residue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007408, medical device expiration date: 30-june-2025, device manufacture date: 07-july-2020. Medical device lot #: 2007412, medical device expiration date: 30-june-2025, device manufacture date: 14-july-2020. Medical device lot #: 2007414, medical device expiration date: 30-june-2025, device manufacture date: 16-june-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 14-jul-2022. Investigation summary: a device history record review was completed for provided material number 305832 and lot numbers 2007408, 2007412, and 2007414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twelve syringe samples were returned for evaluation by our quality engineer team. Through examination of the samples, we can confirm the reported issue; white matter was found on the barrel component. The white particles were identified as lubricant flakes, which are composed of the lubricant used on the syringe barrel. We have concluded that this incident resulted from an accumulation of the slip agent, which is used to manufacture the syringe and facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The lubricant is included in the formulation and is inherent to the design and function of the 2-piece syringe. The syringes comply with the international organization for standardization iso 7886-1:2017. If a lubricant is incorporated in the polymer formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications. Our quality team will closely monitor the production process for signs of potential defects and any emerging trends.

Event description:
It was reported that an unspecified number of bd® flu+ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: residue sitting in syringe. When you pull the plunger back than forward it leaves a mark on the bottom of the syringe not where the medication sits. Initially it looks like scratches however this moves with the plunger making it appear to be more residue.